Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted for a male patient in the hypogastric artery for the treatment of common iliac aneurysm. During this procedure, a gore® excluder® iliac branch endoprosthesis (ibe) was implanted bilateral in the common iliac artery (iliac branch component of the ibe (ceb)) and the internal iliac component (hgb161007) was implanted in the hypogastric artery. Since the hgb161007 was to short to get a good sealing in the hypogastric artery, a vbx stent was used to get as long sealing as possible. The left hypogastric artery was accessed from the right side with a 12fr 45cm gore® dryseal flex introducer sheath. After the implantation of the hgb161007 in the hypogastric artery, the vbx stent was implanted distally in the hypogastric artery, where there was at least a 3 cm overlap into the hgb161007. When the vbx stent was implanted and the catheter was removed, the vbx stent was still attached to the balloon and the vbx stent was compressed by 1 cm. Through new inflation and deflation of the balloon, by pushing forward and through rotation, it was then possible to remove the catheter. The vbx stent was left as it was, as there was enough sealing in the artery, even though the vbx stent was compressed. The procedure was completed successfully and there was no harm to the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 "other", h6 codes b20, c20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 code d14: this incident has been reported in error. According to the available information the incident does not meet the definition of a reportable malfunction and/or reportable serious injury. There was no report of patient harm and the reported difficulty separating the deflated balloon from the deployed gore® viabahn® vbx balloon expandable endoprosthesis (stiction) was resolved intraoperatively. Therefore, this event is considered not reportable and is being retracted. The incident may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted for a male patient in the hypogastric artery for the treatment of common iliac aneurysm. During this procedure, a gore® excluder® iliac branch endoprosthesis (ibe) was implanted bilateral in the common iliac artery (iliac branch component of the ibe (ceb)) and the internal iliac component (hgb161007) was implanted in the hypogastric artery. Since the hgb161007 was too short to get a good sealing in the hypogastric artery, a vbx stent was used to get as long sealing as possible. The left hypogastric artery was accessed from the right side with a 12fr 45cm gore® dryseal flex introducer sheath. After the implantation of the hgb161007 in the hypogastric artery, the vbx stent was implanted distally in the hypogastric artery, where there was at least a 3 cm overlap into the hgb161007. When the vbx stent was implanted and the catheter was removed, the vbx stent was still attached to the balloon and the vbx stent was longitudinally compressed by 1 cm. Through new inflation and deflation of the balloon, by pushing forward and through rotation, it was then possible to remove the catheter. The vbx stent was left as it was, as there was enough sealing in the artery, even though the vbx stent was longitudinally compressed. The procedure was completed successfully and there was no harm to the patient.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b20, c19, d15: product investigation report conclusion - the reported complaint could not be independently confirmed because no product nor images enabling direct assessment of product performance were returned for evaluation. Therefore, an independent assessment of product performance could not be conducted. The cause for the reported complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.